Event description:
Medical device failure; I have been using a dexcom g6 for 2 years. I have had a very low rate of issues with it. I had a transmitter failure today 30 days into the 90 day wear period. I'm sure this rate is low and has not been a recurring issue. I am not expressing concern over the failure but rather dexcom's response. Dexcom has told me they have no overnight shipping options to replace the transmitter and that it will not even ship out for at least 3 days. FDA safety report ID# (B)(4).